Event description:
During a routine follow up, after the device was interrogated, vf episodes due to noise were observed. The lead was capped and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.